Event description:
It was reported through the submission of a revision implant sheet that the patient's hip was revised. An mdm metal liner, adm/ mdm poly insert, femoral head, restoration modular stem construct, and cable and sleeve/ cable and plate sets were implanted. Right side.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown securfit stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the femur. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not available.